Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: em intfce 9735825r s8 em instr intfce h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the localizer was not connected. The system displayed localizer faulted while on the registration page. The representative brought in another break out box from another system and the issue resolved. There were no faults reported on print camera diagnostics. At the time of call, the representative could replicate the issue on another system with the break out box. It was also noted that the emitter had no issues connecting when plugged into the controller. There was no reported impact to patient outcome and no reported delay to procedure.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the em interface was replaced. Codes b01, c13, and d02 are applicable. Additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure type was a cranial procedure. The rest of the information was not available.

Manufacturer narrative:
H2, h3) the 9735825 em interface connector (lot number: 603003039) was returned to the manufacturer for evaluation. It was reported that the lemo connector has been disassembled and the inner sleeve (clamshell) was missing. In this condition, if the connector was inserted into a controller it will cause an electrical short. This resulted in the controller detecting a fault and triggering error code 002 on the circuit board of the controller. Prongs were also found to be bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.